Event description:
Information was received from a health care professional (hcp) regarding a patient (pt) with an implantable neurostimulator (ins). Hcp reporting pt stated they have not used their therapy for many years. During conversation technical services overheard hcp mention that ins hasn't been used due to shocking sensation pt was having. Pt was not present during call to ask more questions. Reviewed MRI guidelines. Redirected to the national answering service (nas) to page a manufacturer representative (rep).

Manufacturer narrative:
B3 event date is unknown. See b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported the shocking sensation would happened when they were laying down and it would happen in places where it was not supposed to. They reported the adjustments with the manufacturer representative (rep) did not work so they shut off the implantable neurostimulator (ins). The issue was not resolved.